Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis:the device was returned and evaluated by product analysis on 02/10/2016 with the following findings:no abnormal pump behavior was duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues, alarms or abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. On (B)(6) 2016 at 03:12, the pump alarmed for an unrelated, unexplained loss of prime; deliveries were resumed that day at 12:31. On (B)(6) 2016 at 22:30, a replace cartridge alarm occurred; deliveries resumed at 22:55. The pump was manually suspended on (B)(6) 2016 at 05:33; deliveries were resumed at 05:51. The pump was manually suspended on (B)(6) 2016 at 23:55; deliveries resumed at (B)(6) 2016 at 01:27. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded on the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 17 mg/dl with seizure, severe dizziness, blurred vision, confusion, and cognitive impairment. It was reported the patient was hospitalized and treated with glucose tablets/gel; intravenous fluids; and food/drink. The reported noted the pump's basal history did not match the active basal program. It was reported the patient discontinued pump therapy and the pump's settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to a pump issue.